Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer's mother reported that eight of her daughter's tampons had partially open petals on the applicators which poked her and caused pain during insertion.